Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr email notification received. The part connecting the stem to the ball seems to be wearing away. Doi: (B)(6) 2009, dor: none reported (right hip).